Event description:
Additional information: it was later reported that the pump reservoir valve was locked and device troubleshooting was done. They were able to aspirate and refill the patient. Drug delivered via the device was compounded baclofen. Patient was fine.

Event description:
It was reported they were able to aspirate 37-38 cc from the new pump but have 4 cc left of the drug in the syringe and cannot fill any more drug into the reservoir. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unknown.